Event description:
A nurse reported 4 out of 5 of their cataract intraocular lens (iol) implant pts developed post operative inflammation. They suspect the silicone irrigation aspiration tips may be the cause due to the tips tearing during the procedure. Follow up info has been requested, but has not been received.

Manufacturer narrative:
No I/a tip sample was received for eval. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the post operative inflammation cannot be determined from this eval because no sample was returned and no mfg lot was identified. (B)(4).